Event description:
It was reported that during the implant of a monarc sling, the physician perforated the bladder, so the attempted implant of the sling was abandoned. Another physician came into the case and implanted the patient with another monarc sling. No further patient complications were reported in relation with this event. The case was completed and patient was fine.